Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with constant low flow alarms. The cause was suspected to be an outflow graft obstruction. Log files were submitted for review and captured low flow alarms between 03mar2024 and 14mar2024. The log files also captured low flow events between 12mar2024 and 14mar2024. Mechanical circulatory support (mcs) equipment was operating as expected. A 4-dimensional (4d) computed tomography (CT) scan was performed, the CT scan found that the outflow graft showed extrinsic narrowing to a moderate degree along the portion of the bend relief. The greatest narrowing was observed at the most proximal segment just after the pump. It was most likely bio debris accumulation, and it was noted that a twist was less likely. Mild kinking after the end of the bend relief was also noted. It was observed that the aortic valve would not open during the cardiac cycle. Mild peripheral scarring was seen, and cardiac chambers were observed to be dilated consistent with cardiac myopathy. Coronary artery atherosclerosis and stenting were noted. The patient underwent a pump exchange and was implanted with a new left ventricular assist device (lvad) on 18mar2024, and an emergency backup battery (ebb) was disposed of due to the pump exchange. The patient was noted to be stable, and the device operated as expected. It was noted that product would not be returning.

Manufacturer narrative:
B2: outcomes attributed to adverse: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. H6: health effect - impact code: corrected. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms. The account reported that the cause of the alarms was an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for analysis and the device was not returned for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted controller event log file confirmed a persistent low flow alarm that was active throughout the entire log file due to the flow being below the low flow threshold of 2.5 liters per minute (lpm), to 0.6-1.8 lpm. The account reported that the patient had an outflow graft obstruction which could have contributed to the low flow values. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: type of report corrected. Section d6b: date of explant corrected. No further information was provided. The manufacturer is closing the file on this event.